Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "multiple folds" and "pericapsular free fluid".

Event description:
Healthcare professional reported left side rupture, "multiple folds" and "pericapsular free fluid". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side rupture, "multiple folds" and "pericapsular free fluid". Device remains implanted. Additionally patient with grade iii contracture in both breasts.